Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a unknown dialysis catheter. The customer states that venous adapter ruptured. The palindrome catheter was pulled and replaced.